Manufacturer narrative:
Previous MDR was submitted as an initial and final MDR as the customer communicated the complaint device will not be returned for evaluation. However, the complaint device was returned to greatbatch for evaluation and the reported event was confirmed. A slight wobble was noted when simulating reaming with the straight reamer handle. There was significant wear and material deformation noted throughout the power coupling. There were various gouges on the tip of the power coupling as well as on the shaft near the power coupling. These gouges and observed material deformation are not consistent with intended use. The reported event is attributed to wear and misuse. No further investigation is required.

Manufacturer narrative:
The complaint device was not returned to greatbatch for evaluation. The reported event could not be confirmed. A manufacturing review revealed no discrepancies. No further investigation is required. Report source distributor, (B)(4). Device not returned to manufacturer.

Event description:
It was reported during a total hip arthroplasty that the mechanism for loading the reamer onto the shaft was faulty (bent) and would not allow for concentric reaming. Product discarded. No adverse events were reported as a result of the malfunction.